Event description:
It was reported that the night prior to report the patient had a stroke and the hospital wanted to do an MRI. It was logged it was unknown what part of the body. It was reported the patient's stimulation system "just quit working", and the "man" turned it off with a clinician programmer. It was noted they did not know what occurred. When asked about explant, it was replied "they considered her a problem patient and did not want to mess with her", "this was the doctor." It was then reported the patient had been complaining for months that she had back pain, and they "saw x-ray when they put the device inside of her."

Manufacturer narrative:
Concomitant products: product ID 7435, serial # (B)(4), implanted: (B)(6) 2001, product type programmer, patient; product ID 7495lz51, serial # (B)(4), implanted: (B)(6) 2001, product type extension; product ID neu_unknown_lead, serial # (B)(4), implanted: (B)(6) 2001, product type lead; product ID 7495lz51, serial # (B)(4), implanted: (B)(6) 2001, product type extension; product ID 7495lz51, serial # (B)(4), implanted: (B)(6) 2001, product type extension. (B)(4).